Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: rotation occurred between the (B)(6) (implantation) and the (B)(6) (check-up visit and rotation). Serial# is unknown/not provided. Model#, catalog#, expiration date: unknown as the serial number was not provided. If explanted; give date: not applicable as the lens remains implanted. (B)(6). Device manufacture date: unknown/ not provided. The intraocular lens (iol) is not returning for evaluation as it remains implanted following lens rotation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric lens had to be rotated. Through follow-up we learned that the lens was implanted on the (B)(6) 2020, and was rotated in a secondary procedure 23 degrees at the check-up 7 days later on the (B)(6) 2020. The exact incident date is unknown and no further interventions or patient injuries have been reported. On the (B)(6) the post-rotation check up results were noted as dcva (distance corrected visual acuity) -0.5 sph (sphere) -20/15. No additional information was provided.